Event description:
The reporter alleges back to back results of 405 mg/dl on the inform meter and 195 mg/dl from a lab test result. No treatment was given based upon the suspect result. Controls were run and passed. The patient was in the hospital and is deceased. The reporter states death was not due to any treatment based upon meter results. Return requested and replacement was sent.